Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/04/2014).

Manufacturer narrative:
(B)(4). Investigation product evaluation completed and a defect found on the device. The most likely underlying root cause of malfunction was due to liquid damage, a corroded battery and circuit board. Blood-like substance was observed on the connector.

Event description:
Consumer complaint of blood result reading of "lo". Customer's normal range is 150-300mg/dl. Ran back to back blood tests and results were 166mg/dl and "lo". Last 5 tests in memory: "lo", 166mg/dl, 474mg/dl, 406mg/dl, 371mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Customer's normal range is 150-300mg/dl. Ran back to back blood tests and results were 166mg/dl and "lo". Last 5 tests in memory: "lo", 166mg/dl, 474 mg/dl, 406mg/dl, 371mg/dl. No adverse event reported.